Event description:
It was reported that during an angioplasty treatment procedure, stent foreshortening occurred. The target lesion was located in the superficial femoral artery. A 7.0x120mm epic stent was released two thirds of the length of the stent when it was noted via angiography that the stet shortened. The epic stent fully deployed, the physician post dilated with a 6mmx40mm mustang balloon. Angiography was performed and a recovery of the vascular lumen was noted. An additional 7.0x99mm epic stent was implanted and angiographic results revealed resolution of the complication and a timi iii distal flow across the extremity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, stent foreshortening occurred. The target lesion was located in the superficial femoral artery. A 7.0x120mm epic stent was released two thirds of the length of the stent when it was noted via angiography that the stet shortened. The epic stent fully deployed, the physician post dilated with a 6mmx40mm mustang balloon. Angiography was performed and a recovery of the vascular lumen was noted. An additional 7.0x99mm epic stent was implanted and angiographic results revealed resolution of the complication and a timi iii distal flow across the extremity.

Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system was received. The pull grip was completely pulled back. The stent was not present on the sds. The inner shaft was kinked 13cm from the tip. There was no other damage. The reported stent profile issue could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).